Manufacturer narrative:
Internal file number - (B)(4). Device status changed from returning to not returned. The device was not returned for analysis. A search of the complaint handling database was performed and there were no other complaints identified from this lot related to hub leaking issues. A search of the lot history record for this specific lot indicated no related non-conformance records. Based on an expanded investigation, a product issue related to leakage at the hub was identified. It was determined that the root cause of the event was related to the hub assembly method used during manufacturing. Corrective and preventive actions were implemented and demonstrated to be effective. Abbott vascular (av) will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an armada dilatation catheter was used to treat a femoral artery lesion. Upon balloon inflation, the hub was noted leaking. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided regarding this device issue.